Manufacturer narrative:
Patient information was not provided. Livanova (B)(4) manufactures the s5 system. The incident occurred in (B)(6). A livanova field service representative was dispatched to the facility to investigate. The service representative was not able to confirm the reported issue. An in depth inspection of the device was performed and no deviations were identified. The technician was informed that a third-party device was also in use during the relevant procedure. It is possible that this third-party device was the source of the burning smell. Subsequent functional verification testing was completed without further issues and the unit was returned to service. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report. Device evaluated by livanova rep.

Event description:
Livanova (B)(4) received a report that a burning smell was identified coming from an s5 system during a procedure. There was no report of patient injury.